Manufacturer narrative:
(B)(4) follow up a device history record review was completed by our quality engineer team for provided material number 306565 and lot number 4116706. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml posiflush la luer was cracked / damaged / deformed. The following information was provided by the initial reporter: it was reported that after puncture with nexiva by the puncture team, when connecting the syringe to the catheter's luer connector, the syringe's double tip broke and became stuck inside the luer connector, rendering the catheter unusable. A new venipuncture was necessary.